Event description:
A facility reported a hair was found in the package when opening the product before surgery on (B)(6) 2024. No adverse consequences to the patient were observed. According to information provided, it is unknown if there was surgical delay due to product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The disposable codman cord and tubing (ID: 9190001gf) was returned for evaluation. Device history record (DHR): the batch record was reviewed for any anomalies or non-conformance's related to the finished device, and none were identified. Failure analysis: the unit was visually inspected and the presence of a strand of hair was identified. The definitive root cause was not determined during evaluation. Root cause analysis - per the failure analyst, the presence of a strand of hair was identified. The definitive cause was not determined during evaluation. A potential cause is hair net failure and inspection oversight. Action: notification to operation and quality teams.